Manufacturer narrative:
It was reported that, after a first revision surgery was performed, the 46/28mm bh dual mobility insert presented rapid poly wear. This adverse event was treated with a revision surgery. The current health status of the patient is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the insert. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a first revision surgery was performed on the (B)(6) 2023, the 46/28mm bh dual mobility insert presented rapid poly wear. This adverse event was treated with a revision surgery performed on the (B)(6) 2024. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).